Event description:
It was reported the pt presented to the emergency room with evidence of myocardial infarction. The pt was taken to the cardiac catheterization lab urgently and underwent angioplasty of the proximal left anterior descending artery. A drug eluting stent was placed. The pt's history of coumadin necessitated pre-procedural vitamin k to reverse its affect. Reopro was given during the procedure. A 6f angio-seal sts was deployed post procedure. Several hours later, the pt became hypotensive and a large mass was noted in the right lower quadrant consistent with a retroperitoneal bleed. Lab results revealed a significant decrease in hemocrit. The pt was taken to surgery to control the hemorrhage. The angio-seal device was explanted and the surgeon noted the anchor was not present and may have been released. It remains unclear to the staff what caused the bleed. The pt recovered and was discharged. No product was returned for analysis.